Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Blood glucose was not impacted. Reportedly, the customer continued to use the current pump for insulin therapy.